Event description:
Reported false negative sars result for 1 symptomatic (1 day post onset of symptoms) consumer. The consumer's child communicated the result was confirmed positive by another rapid antigen assay the same day. 2 additional consumer events were also communicated which are captured on separate reports.

Manufacturer narrative:
Investigation conclusion: a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: web/email.

Manufacturer narrative:
Correction: b4 - corrected date of report.